Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-46 (the pwron1 signal is help low) alarm. This occurred during a lightning storm after infusion was completed. The pump was connected to the patient at the time of the alarm. The reporter stated that the pump had begun beeping with no alarm on the screen. When the pump was plugged back in, the device presented an f-46 alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.